Event description:
The patient was initially implanted with an ovation ix stent graft system to treat an abdominal aortic aneurysm (aaa). Approximately three (3) months post initial procedure, the patient presented at routine follow-up with migration of the left iliac limb and a type 1b endoleak. The physician successfully treated the patient by implanting two (2) ovation ix iliac limbs and the patient is reportedly in good condition. Note: the patient's left iliac artery is short and tapered. Additional information: an internal clinical assessment determined that there was evidence to reasonably suggest a type 2 endoleak (non-device-related) of the lumbar artery.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the type 1b endoleak of the left iliac artery with cranial migration of 12.8mm are confirmed. The secondary endovascular repair is confirmed. This is consistent with the reported adverse event/incident. The most likely causation for these events is anatomy related (foreshortening of the distal left iliac artery and the left common iliac artery had an 81 degrees angulation to the bifurcation and was short and tapered). The clinical evaluation also shows reasonable evidence to suggest a type 2 endoleak (non-device-related) of the lumbar artery. This finding was discovered during an examination of the 3-month post index CT (computed tomography) scan. The final patient status was discharged on the first post operative day. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: h6: result code: remove code 3233. H6: conclusion code: remove code 11.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with an ovation ix stent graft system to treat an abdominal aortic aneurysm (aaa). Approximately three (3) months post initial procedure, the patient presented at routine follow-up with migration of the left iliac limb and a type 1b endoleak. The physician successfully treated treated the patient by implanting two (2) ovation ix iliac limbs and the patient is reportedly in good condition. Note: the patient's left iliac artery is short and tapered.